Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-06645, related manufacturer reference number: 2017865-2019-06648. It was reported that the patient has deceased, following implant procedure of implantable cardioverter defibrillator. Physician experienced difficulties implanting the right ventricular and left ventricular leads. There is no allegation from a healthcare professional that the death was device related. The cause of death was unknown.